Manufacturer narrative:
Update to: h2, h3, h4 and h6. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the subject device it was showing a scope communication error. The issue occurred during setup for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, that when using the subject device. It was showing, a scope communication error. The issue occurred, during setup. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.